Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer froze when in the analyzer screen while testing the right ventricular (rv) lead. The mobile programmer application was closed and restarted by the user and froze again when attempting to go from the analyzer to the active implantable device. The mobile programmer was swapped out for another mobile programmer. No patient complications have been reported as a result of this event.